Manufacturer narrative:
Correction: medwatch filed in error as event previously reported on (B)(6) 2002. Initial medwatch of this supplemental, corrective MDR is being redacted as it is a duplicate medwatch - see manufacturing report # 6000033-2002-00690.

Manufacturer narrative:
Concomitant products: product ID: 4351, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2002, product type: lead. Product ID: 4351, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that there was a surgical replacement of original device, laparoscopic jejunostomy tube (j-tube) placement, suspected neurostimulator malfunction, hematoma or seroma at pocket site, lead perforation and erosion of the leads from the gastric stimulator transmurally through the gastric wall. On (B)(6) 2002, the patient reportedly woke up with the neurostimulator ¿sticking straight out from her body and jumping around.¿ it was noted that it was ¿very painful¿ and the patient became ¿even more nauseated.¿ the device was checked during her healthcare professional appointment where the impedance was checked. It was decided on (B)(6) 2002 to have surgery on (B)(6) 2002 for j-tube placement and ¿possible replacement¿ of gastric stimulator. It was noted that the patient was malnourished and an impedance check had impedances that were ¿extremely high, suggestive of some disruption of the leads.¿ lead perforation was discovered while performing esophagogastroduodenoscopy where the examination revealed perforation of the gastric mucosa by the lead. There was also infected fluid collection surrounding the neurostimulator which was discovered when connecting the new leads. Upon opening the cavity, the neurostimulator was noted to have been ¿free floating in turbid brown fluid.¿ it was noted that the lead connected to the stimulator was tangled and knotted; it was suggested by the healthcare provider that the free floating neurostimulator was ¿able to spin within the subcutaneous cavity, allowing the leads to become entangled.¿ it was noted that there was a surgical intervention as the leads and neurostimulator were replaced on (B)(6) 2002. It was noted that one lead was replaced due to perforation and the other due to ¿knotting.¿ the ¿pseudocapsule within the cavity¿ was removed with electrocautery. It was noted that a fresh site was used to place the new neurostimulator. The patient reportedly ¿tolerated this procedure very well and returned to the recovery room in stable condition;¿ outcome of event was ¿closed¿ as of (B)(6) 2002. Additional information was requested.